Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display of a spectrum pump did not change when door was open. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of "invalid clamp detected" was reproduced. A review of the event history log (ehl) revealed "invalid clamp detected". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the dirty keyhole. The keyhole requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.